Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 nasogastric tube. Hole present underneath pigtail along clear tube. Normally, a hole is punched to connect the pigtail to the main tubing however this punched too far therefore resulting in the tubing present in the clear tube. Therefore, the reported event is confirmed. The root cause was identified as a manufacturing defect related to the tubing assembly. The hole that is typically punched to connect the pig-tail to the main tubing was found to have been punched too far, resulting in an unintended perforation in the main tubing itself. This defect compromised the integrity of the closed system by creating an unintended air leak path. The system was no longer airtight and this loss of vacuum integrity directly led to the suction failure. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that primary registered nurse placed nasogastric tube (bard nasogastric sump tube order number (B)(4)) lot number ngjw3715, 16 french. The nasogastric tube would not work when connected to suction. Primary rn called cn and cn inspected tube. Manufacture malfunction to tube at the base of the fluid reflux tube. Cn asked patient if we could place another tube, and patient did not want another tube placed. Cn explained situation and patient still did not want another tube placed. Cn cut tube proximal to malfunction to obtain patent suction. The nasogastric tube had a hole at the base of the backflow valve. This did not allow suction due to it being an open and not closed system. To quickly provide pain relief by decompressing the stomach it was determined to cut the tube proximal to the manufacture defect to create a closed suction system. The partial tube (distal end) is at the cn station in a biohazard bag. This portion of the tube has the defect. As a side note, the nasogastric tube was replaced about 45 min later to a new tube and there were no issues with the new nasogastric tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that primary registered nurse placed nasogastric tube (bard nasogastric sump tube order number: (B)(4), lot number: ngjw3715, 16 french. The nasogastric tube would not work when connected to suction. Primary rn called cn and cn inspected tube. Manufacture malfunction to tube at the base of the fluid reflux tube. Cn asked patient if we could place another tube, and patient did not want another tube placed. Cn explained situation and patient still did not want another tube placed. Cn cut tube proximal to malfunction to obtain patent suction. The nasogastric tube had a hole at the base of the backflow valve. This did not allow suction due to it being an open and not closed system. To quickly provide pain relief by decompressing the stomach it was determined to cut the tube proximal to the manufacture defect to create a closed suction system. The partial tube (distal end) is at the cn station in a biohazard bag. This portion of the tube has the defect. As a side note, the nasogastric tube was replaced about 45 min later to a new tube and there were no issues with the new nasogastric tube.